Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to a patient infection the system was extracted. The physician attempted to removal this lead but experienced difficulty so the lead was surgically abandoned and this patient was referred for explant later.